Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. A pacing problem we noted on the implantable pulse generator (ipg). Follow-up was attempted to obtain the relevant information, however no additional details are available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up indicated the patient had an intrinsic rhythm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.